Event description:
Additional information received reported the patient's symptoms of pain returned. The pump had been replaced two weeks ago. The manufacturer representative was unable to silence the pump alarm because they were not able to interrogate the pump.

Event description:
Additional information received reported while attempting to interrogate the pump to do a refill, they were unable to get complete telemetry despite using two clinician programmers. It was noted that they were able to refill at the last refill. Additional information received reported that they were able to access the pump, so the pump was not flipped. They were still having issues with reading the pump. The patient was in a different environment on the day of report with different clothes. It was noted that the patient had lost weight. They had been able to read the pump before at previous refills with no issues. 20174-07-07 (mpxr 190352/rep): it was reported that there was an unknown/other critical alarm. The plan was that the patient was going to go into the operating room and they were going to see if they could interrogate the pump via camera bag to determine what was going on. This plan had not been scheduled yet. It was reported that they tried to interrogate the pump in every way possible; different rooms, different facility, 3 different clinician programmers and even with lead but they could not read the pump at all. They were unable to determine why the pump was alarming. There were no symptoms/complications associated with the device. The patient¿s status at the time of report was alive-no injury. The pump system was delivering bupivacaine.

Event description:
Additional information received reported that the patient was getting their pump replaced on 2014-(B)(6). (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician; product ID 8840, serial# unknown, product type: programmer, physician; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was not effectively delivering medication and would not stop alarming because it could not be interrogated. The pump was not functioning. The pump has been returned and analysis is pending.

Manufacturer narrative:
(B)(4). Analysis summary: analysis of the pump revealed a general anomaly with the pump hybrid. Analysis confirmed the field allegation that the pump was constantly alarming and interrogation was not possible. Due to the hybrid issue, telemetry could not be performed. The logs could not be acquired and standard performance tests could not be performed. After the hybrid was removed, a reset occurred. The hybrid was to undergo further testing. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pal analysis confirmed the rpa-reported programmer errors. It was determined that at some unknown time the device memory was corrupted. In addition, the device was unable to accurately transfer data between the l334 and the d487 during a device memory restoration routine. This prevented the device from recovering from certain memory errors. X-ray examination of the hybrid identified a solder bridge between xd2 and xd3 on the l334. These two pads are for data line interconnection between the l334 and the d487. With these two data lines shorted together, it is likely that the data was corrupted while transferring it between the two ics. Therefore, the rpa-reported programmer errors were attributed to the l334 solder bridge. Simulation of a short between xd2 and xd3 was performed on a system breadboard resulting in the same failure conditions as reported in the field, no telemetry and constant alarming.